Manufacturer narrative:
The gastroscope was not returned to olympus for eval. The gastroscope was purchased in (B)(6) 2013 and has not been in for service. The root cause of the user's experience could not be conclusively determined.

Event description:
Olympus was informed that during an upper endoscopy procedure, when the user inserted the biopsy forceps into the gastroscope, tissue from a previous procedure fell inside the pt. The gastroscope was brushed and reprocessed in accordance with olympus reprocessing instructions. No add'l info was provided. Olympus followed up with the user facility to obtain add'l info regarding the report with no results.